Manufacturer narrative:
Batch review performed on 16 january 2017. Lot 1112275: (B)(4) items manufactured and released on 29 november 2012. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. On 18 january 2017 the r&d project manager performed a preliminary investigation of this case and commented as follows: the breaking of the cutting guide could have been caused due excessive force during placing the guide into contact with the distal femur resection. During this phase, in particular using the cutting guide in combination with the posterior pegs, the frontal impaction can cause the breakage of the anterior chamfer lateral resistant sections. In this particular case the guide was probably already bended before the surgery or it could be deformed during the first placing on the distal femur (the fact is that the cutting slot was too narrow and the blade didn't fit in the slot) probably due to a presence of initial fracture on the lateral sections. Once the surgeons tried to remove the guide the piece broke in half. In the surgical technique, dedicate cautions are present on how to place the 4 in 1 cutting guide to prevent damage during impactions. Not yet received.

Event description:
When the surgeon was placing the saw blade into the guide, it would not fit into the block. He pulled the block off the femur. The block broke in half. No fragments fell into the patient. Another cutting guide was used to complete the surgery. The surgery was delayed approximately 30 minutes. The surgery was completed successfully. Instrumentation is available.